Manufacturer narrative:
The incident was reported to neoventa by the (B)(4) distributor approx one month after the incident took place. The exact date is unk. To our knowledge the stan device remains in the hosp and no failure of the device has been reported. The ph of 7.18 from one cord vessel after birth does not indicate that the event is related to oxygen deficiency and/or to the surveillance of the fetus with stan s31 during labor. Neoventa believes that the device is not considered the root cause of the incident.

Event description:
Stillborn baby monitored with stan s31 during labor. Apgar 0/0/0. The team was not able to resuscitate. Autopsy will be performed. Ph 7.18 from one cord vessel after birth.